Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the disabled arm 1 message pointing to the universal surgical manipulator (usm) and replaced the usm to resolve the issue. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 23008 in the logs indicating a potentiometer (pot) to encoder error on the yaw axis. The usm was installed on an in-house system and was found to be working as expected. The usm was then installed on a test fixture and the agc current was found to be failing on the yaw axis. The yaw searchlight printed circuit assembly (pca) was tested and confirmed to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause of the repeated recoverable faults is the yaw searchlight pca within the usm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, repeated recoverable fault 23008 was observed on universal surgical manipulator (usm) 1. The customer stated they could recover the faults and power cycled once, but the fault kept returning. The customer stated they would disable usm1 and continue with the procedure with the 3 remaining usms. Technical services engineering (tse) confirmed repeated 23008 faults in the system logs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error/fault did occur, was reported, and was subsequently addressed and resolved by the field service engineer (fse).

Event description:
Refer to h11 for follow-up information.